Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B. Braun medical, inc is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (importer). (B)(4). In a f/u with the facility, the reporter stated that she and the risk mgr went to the floor where the incidents had occurred to obtain lot numbers or any other pertinent info. She said that no actual samples were saved and the lot numbers provided were not the lot numbers involved in the incidents. The lot numbers provided were the lot numbers of what was in stock on the floor on the day she went with the risk mgr. The reporter confirmed that there was no pt injury and all the nurses involved tested negative for blood borne pathogen testing. The reporter stated that the needle sticks all occurred during clean up. She said that the needle is laid down by the nurses while they are attending to the pt because the "sharps are 5 steps away". All available info was forwarded to the actual MFR, b braun (B)(4). Their investigation is on going at this time. A f/u report will be provided when the eval results become available.